Event description:
Caller reported an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on steps to address the issue, including disconnecting tubing and delivering a bolus, but the occlusion alarm recurred. The caller was advised to remove the cartridge and check for visible damage. An o-ring was found, indicating improper seating of the cartridge, and the caller was instructed to removed the o-ring. The customer successfully resumed insulin therapy.